Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. A mre (device history record) review will not be performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr medical records received. After review of the medical records, the patient was revised to address pain, elevated metal ions, effusion, osteolysis in the femoral component, metal debris, synovitis, periprosthetic osteolysis mostly in the femoral component. Operative note reported brownish colored synovial fluid present and was removed. Synovium inside the capsule appeared to be darkened expected for metallosis. There was trunnionosis and metal debris darkened tissue in the femoral head. Found metallosis debris osteolysis and some fracture on the proximal femur. Minimal bone loss. Doi: (B)(6) 2008; dor: (B)(6) 2020; left hip.